Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of choledocholithiasis, malignant large intestinal neoplasm nos, postpartum state, pelvic pain female, caffeine consumption, cesarean section, parity 3 and multi gravida. Previously administered products included: depo provera. The patient had a family history of choledocholithiasis and diabetes mellitus. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2570 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2017 from (B)(6) 2017 00:00 discrepancy noted insertion date of drug updated to (B)(6) 2010 from (B)(6) 2010 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.295 kg/sqm. [Blood test] on (B)(6) 2010: - fingerstick hemoglobin obgyn: 12.9. [Pathology test] on (B)(6) 2017: surgical pathology: clinical history: foreign body in uterus specimen (s): 1. Uterus - uterus, cervix, bilateral tubes 2. Peritoneum - epiploica final diagnosis 1. Uterus uterus, cervix, bilateral tubes uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingo-oophorectomy : cervix: no pathologic abnormalities. Endometrium: proliferative phase. Myometrium: no pathologic abnormalities. Serosa: adhesions. Right fallopian tube with essure coil. Left fallopian tube with essure coil. 2. Peritoneun epiploica gross description: left fallopian tube: the left fimbriated fallopian tube is 5.9 cm in length by 0.5 cm in diameter and displays a tan-pink smooth serosa with a 0.4 cm in greatest dimension paratubal cyst near the fimbriated end. Sectioning reveals a pinpoint, stellate lumen, containing a silver coiled metallic intraluminal contraceptive device consistent with an essure coil. The coil is present within the fallopian tube lumen in a grossly unremarkable fashion. Right fallopian tube: the right fimbriated fallopian tube is 7 om in length by 0.5 com in diameter and displays a tan-pink smooth serosa with a 0.4 cm pedunculated paratubal cyst near the fimbriated end. Sectioning reveals a pinpoint, stellate lumen, containing a silver coiled metallic intraluminal contraceptive device consistent with an essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added. Indication added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.